Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their current blood glucose was 521 mg/dl. The customer stated they were vomiting water and felt dizzy. Customer stated they were treated with 10 units of insulin during breakfast time and will be treating with an additional 10 units of insulin. The customer also reported experiencing nausea, chest pains and stomach pains. The customer also reported increased heart beat and frequent urination as a symptom of their blood glucose. The customer stated the paramedics were called for treatment. The paramedics reported the customer's blood glucose was 444 mg/dl at the end of the call. The customer declined to return the insulin pump for analysis.